Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production. No further investigation on documents, and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported via e-mail that a tampon fell apart leaving a piece of pledget inside her vaginal cavity. The next day she began to experience severe cramping, and vaginal odor. She manually removed the piece of tampon pledget from her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.